Event description:
Information was received that this lead was exhibiting increased threshold measurements (1.5v@0.9ms to 4.5v@0.9ms) over the past 6 months with intermittent loss of capture. Impedance measurements had been between 200 ohms to 400 ohms. The patient has 3rd degree heart block with an underlying escape rhythm of 30 bpm. No r-waves were reported as a result of the heart block. The physician stated the integrity of the lead appeared good via x-ray and there had been no change in the patient's medical condition. Updated information was received that the lead was removed from service.